Manufacturer narrative:
One pump was received for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Visual inspection of the pump found it to be in good physical condition. Investigation on the device found no issues with the piezo being distorted. No further action will be taken at this time. The customer's complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy infusion pump has a distorted piezo. No patient injury resulted.

Event description:
Additional information received: occured during testing, no patient involvement.